Manufacturer narrative:
Company representative evaluated the system and found the system's antennas were disconnected. Corrections included reconnecting the antennas and the problem with power was restored.

Event description:
Customer reported an issue with the panorama central station's wireless transceiver, which may have affected telemetry monitoring. No patient injury was reported.